Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the system performance had deviated from normal behavior. To further investigate the issue and determine the root cause, the sensor was requested to be returned. Investigation of the returned sensor revealed that a portion of hydrogel (sensor's chemcial component) was missing from the back of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. A functional testing of the returned sensor did not reveal any anomalies. This happens in certain cases where the failure mode that presents itself within the body cannot be reproduced in the lab. A further review of the sensor glucose data showed signal and reference channel instability and declining sensor performance from around (B)(6) 2024 onwards. This is potentially due to poor recovery from impacts to the insertion site affecting the in vivo state of the hydrogel, such as the hydrogel interface being interfered with coagulated blood. Case notes do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. No further investigation was required. As part of resolution, a return material authorization (RMA) was authorized to replace the sensor. B4. Date of this report 01 march 2025. G3. Date received by the manufacturer? 01 march 2025. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings and provided the below examples for review. Date time sg value bg value a. On (B)(6) at 5.10 pm sg 263 mg/dl vs bg 80 mg/dl . B. On (B)(6) at 12.23 pm sg 287 mg/dl vs bg 216 mg/dl. C. On (B)(6) at 11.00 pm sg 354 mg/dl vs bg 223 mg/dl. D. On (B)(6) at 10.05 pm sg 102 mg/dl vs bg 257 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.